Manufacturer narrative:
Device passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, rewind test and accuracy displacement test. Device passed the delivery accuracy test. The bolus delivered properly. No bolus over delivery anomaly noted. The test transmitter communicated properly to the insulin pump. No unexpected lost sensor alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 36 mg/dl at the time of the incident. The customer was at 41 mg/dl at the time of the call. The customer used food and an orange to treat. The customer experienced symptoms such as feeling weak. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. Customer reported recurring lows between 3 to 6 pm. The customer had gone for a walk, and had also gone swimming on the day of the incident. The insulin pump will be returned for analysis.